Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. The customer was unable to test due to the device not powering on with a button press or test strip insertion and as a result experienced sweating and was unable to self-treat. The customer¿s spouse obtained a blood glucose of 3 mmol/l from an unspecified device and provided orange juice and a mars bar for treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not turn on with the button, strip, or universal serial bus (usb) cable insertion. The returned reader was connected to approved software and the reader was not recognized. The reader was further investigated and de-cased and no issues were observed upon visual inspection. Placed returned reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). The reader did power on when pressure was applied to the cpu and the battery was observed to be charging. An extended investigation was also performed on the reader. Performed a visual inspection on the returned reader and no abnormalities or damages were observed. The returned battery was measured to be below specifications. The battery was replaced with a new unused battery however the reader failed to turn on. Placed the returned reader into the pcba test fixture and applied pressure to the cpu the reader powered on . The reader turned on with pressure indicating poor connection between the cpu and the pcba. Therefore, issue is confirmed to poor soldering of the cpu. At this time charging cable and adapter has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. The customer was unable to test due to the device not powering on with a button press or test strip insertion and as a result experienced sweating and was unable to self-treat. The customer¿s spouse obtained a blood glucose of 3 mmol/l from an unspecified device and provided orange juice and a mars bar for treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.